Manufacturer narrative:
Received only catheter. The reported issue was confirmed; however, the cause is unknown. The visual inspection noted vertical balloon burst along inflation lumen; however, no pieces of the sac were missing. Per functional testing: introduced water into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. Per the dimensional evaluation: eye snip length: 3/32¿ inflation lumen coverage: 11 thou balloon thickness: 20 thou burst initiated from bottom collar of sac: 1cm per tactile evaluation: balloon thickness measures average 20 thou. In addition, the edges of the burst area were not brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "a review of the device labeling is adequate to prevent the reported event. Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that the catheter dislodged from the patient soon after placement. It was later reported that the catheter was inserted after a pretest was performed. Upon inspection, it was noted that the balloon was damaged; however, there were no missing pieces. The catheter was subsequently, replaced.

Manufacturer narrative:
Received only catheter. The reported issue was confirmed; however, the cause is unknown. The visual inspection noted vertical balloon burst along inflation lumen; however, no pieces of the sac were missing. Per functional testing: introduced water into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. Per the dimensional evaluation: eye snip length: 3/32¿ inflation lumen coverage:11 thou. Balloon thickness:20 thou. Burst initiated from bottom collar of sac: 1cm. Per tactile evaluation: balloon thickness measures average 20 thou. In addition, the edges of the burst area were not brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "a review of the device labeling is adequate to prevent the reported event. Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter dislodged from the patient soon after placement. It was later reported that the catheter was inserted after a pretest was performed. Upon inspection, it was noted that the balloon was damaged; however, there were no missing pieces. The catheter was subsequently, replaced.